Manufacturer narrative:
This record is a duplicate record of mfg report number 2523835-2019-00305. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after a glaucoma stent implant surgery, a patient is experiencing endothelial cell loss. Additional information has been requested.